Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n165787, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50mg/ml at 46.236mg/day via an implantable pump. The other medications the patient was taking at the time of the event were opana, roxicodone, tramadol, baclofen, valium, linzess. The indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The patient¿s medical history included vonrecklinghausen's disease, neurofibramatosis, severe scoliosis. It was reported the patient had recurring infection testing positive for (B)(6) at old pocket site were some of mesh pouch remains. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was reported as ¿drainage in past¿ and the reporter believed february was mentioned. Interventions included oral bactrim. The issue was not resolved at the time of the report. It was also noted that the blood count at this time was wnl (within normal limits). No external signs of infection. No warmth, redness at site. Surgical intervention did occur when the remainder of old mesh pouch removed. At initial incision, no purulent fluid was noted indwelling at site. The patient status at the time of the report was alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.